Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a system error 2367 (resume error, critical error found) alarm on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was not connected at the time of the event, but connected after the alarm occurred. During troubleshooting, there was nothing found that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.